Event description:
It was reported that the soft keys and the #5 key on a pump keypad are inoperable. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The baxter device eval found the #5, #6, #7, #8 and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the (.) Key will occur following the selected key's function (e.g. When the #1 key is pressed 1 (.) Will be displayed). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.